Event description:
Customer reported to beckman coulter, inc. (Bec) that fluid was filling the drip tray under the ion selective electrode (ise) module of the unicel dxc 800 synchron system (dxc 800) when they started priming the instrument for morning startup. Customer reported that line 22 of the ise module was backing up. Customer reported the electrolyte drain was not draining. Customer reported that about a quart of clear odorless fluid leaked onto the floor under the instrument. Customer reported that the dxc 800 generated erroneous results. Customer reported that the erroneous results were reported out of the laboratory. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) replaced the ise waste drain valve, the modular chemistries sample probe wash collar and the electrolyte injection cup valves.